Event description:
The patient reported that their pdm is giving off an overheated smell.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.